Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, pain, anxiety-product/procedure, other medical .

Event description:
Patient reported left side "recall." Patient later reported ¿ball in the breast, sensation that there is something inside, like it is ruptured, a whole in the breast in which the finger can be put." Device remains implanted.